Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturer's experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. A date for explantation has not been made available so far.

Event description:
The patient has no sound percept with the device. Re-implantation is considered but no date has been scheduled at this time.

Manufacturer narrative:
In accordance with the information in the patient report and the manufacturer's experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. The device has been explanted but has not been made available for investigation.

Event description:
The patient had no sound percept with the device. Re-implantation has taken place but the device is not available for investigation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no sound percept with the device. Re-implantation is considered.